Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported during stage 2 of the procedure, the extension's screw protruded because of too much strength. The cause of the issue was noted as strong screwing. There were no diagnostics/troubleshooting performed. The extension was exchanged for another extension. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was tourette's syndrome. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.